Event description:
On (B)(6) 2025, a patient underwent a lung biopsy procedure using mission kit instrument. During the procedure the biopsy needle couldn't be cocked and the needle broke and was stuck inside patient¿s body. After activating the biopsy needle, the biopsy needle cover was detached. Additionally, the sample was trapped inside the needle. The procedure was completed by using another device. The current patient status is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: five electronic photos were provided and reviewed. The first photo shows the labelling information of the device which was cross verified with the tw details. The second photo shows the hcp holding mission cover. The third photo shows the one mission device with the needle, a coaxial needle and a needle protector is seen beside the device. The fourth photo shows the one mission device with the needle, a coaxial needle and two needle protector is seen beside the device. The fifth photo shows the mission kit inside the taped package. Received one mission disposable core biopsy instrument and a blunt stylet. On visual evaluation, the mission disposable core biopsy instrument was received with protective tubing. The mission disposable core biopsy instrument appeared to be clean. The upper case half of the mission disposable core biopsy instrument appeared to be detached and was returned. The sample notch was not exposed. The position of the mission disposable core biopsy instrument could not be determined. On microscopic visual observation, the upper case half was noted to be separated from the device, and the spring was noted to be protruding from the back of the outer housing. And the upper case half front prongs were noted to be slightly bent inwards and slight damage was noted to one of the front prongs. Due to the condition of the returned device, functional testing was not performed. Therefore, the investigation remains inconclusive for the reported failure to prime and difficult to remove issue as functional testing could not be performed due to returned condition of the device. The investigation is confirmed for the reported detachment as the upper case half of the device was detached and returned. Also, the investigation is confirmed for the identified material twisted/bent as the upper case half prongs were noted to be slightly bent. The definitive root cause for reported detachment can be determined as component failure. However, a definitive root cause for the reported failure to prime, difficult to remove and identified material twisted/bent could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a lung biopsy procedure using mission kit instrument. During the procedure the biopsy needle couldn't be cocked and the needle broke and was stuck inside patient¿s body. Additionally, the sample was trapped inside the needle. The procedure was completed by using another device. There was no patient reported injury. The current patient status is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.